Manufacturer narrative:
The technician found the latch nut and bolt missing from the siderail. He replaced the nut and bolt to repair the stretcher.

Event description:
Info received indicates the siderail is not staying up.